Event description:
The rptr stated the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in 2007. The reporter stated it is planned to explant the lens and exchange for a longer lens due to when the pt pushes temporarily on his eye, his vision straightens out and he can see. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A lens work order search was performed and no similar complaint was found.